Manufacturer narrative:
This report is submitted on june 20, 2023.

Event description:
Per the clinic, the patient experienced an infection at the implant site which leads to extrusion of the receiver/stimulator (date not reported). Subsequently, the device was explanted on (B)(6) 2023. The patient was reimplanted with another cochlear device during the same surgery. Additional information has been requested but it has not been made available as of the date of this report.